Event description:
Device 4 of 4. Reference MFR report: 1627487-2019-01370; 1627487-2019-01371; 1627487-2019-01372. It was reported that the patient was experiencing soreness and swelling near the leads. The physician confirmed that there was an infection and recommended explant of the system. Surgery occurred to remove the system and the infection resolved.